Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported: ¿poor phaco, poor cutting (tip), corneal edema occurred (1st patient). Additionally, it was stated: ¿the system failed to deliver adequate torsional power" in 2 moderate cataract cases. This was the first 2 cases of the list. In both procedures the surgeon has said that the system did not deliver torsional energy at the level of power required or displayed on the screen. Settings are all normal and within safe tolerances. The surgeon uses machine at 2 sites and has considerable experience with these settings. Handpieces and tips were changed 3 times. Machine was rebooted without resolution. The surgeon used cumulative dissipated energy (cde) of 66 in one patient. (Confirmed with technical services that this falls within the range of a normal cde. Range). Additionally, the parameters submitted by the customer were also reviewed with technical services and were within expected ranges. The other patient is unknown at this time. In both cases the tip was not cutting effectively, resulting in a very prolonged period of emulsification and ultrasound energy into the anterior chamber. Both cataracts were estimated at grade 2+, moderate and no other pathology issues. The surgeon had the system removed and finished several more procedures on their backup infiniti. Surgeon described the issue and symptoms. A series of troubleshooting efforts were noted to have been to no avail. It was noted the surgeon has concerns that the high cde may have resulted in corneal edema in both patients. The post op examination revealed high corneal edema on both patients and the surgeon feels it is transient over a long period of time. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the phaco handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive iol insertion, instrument contact, or retained lens fragments. It should be noted however that phacoemulsification has the lowest rates for corneal edema and corneal transplantation ((B)(4)) when compared to other cataract surgeries ((B)(4))1 . In most instances, minimal endothelial cell loss in cataract surgery has a widely accepted risk to benefit ratio. Advances in endocapsular phacoemulsification procedures, instruments, iols, and related materials such as viscoelastic substances appear to have helped decrease the degree of endothelial damage. Several factors interact to ensure corneal transparency in the normal eye. The corneal stroma naturally imbibes water because of two forces: (1) the hydrophilic proteoglycans that exert an osmotic pressure to pull water into the stroma and (2) the intraocular pressure that drives water through the endothelial barrier. The corneal endothelium counteracts this response actively by dehydrating the stroma by acting as a pump, as well as passively through the integrity of the cellular membrane barrier. The epithelial cellular membrane also acts as a barrier. The endothelial barrier is leaky, but the leak rate normally equals the metabolic pump rate so that the endothelium maintains stromal water content to 78%. Corneal edema post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. Other postoperative factors include elevated intraocular pressure (iop) or inflammation which should be separately addressed if persistent. The main reason for persistent corneal edema is inadequate endothelial pump function keeping the corneal stroma in its relatively dehydrated and clear state. It is believed that at least 600 cells/mm2 are needed to provide adequate corneal dehydration5, and clarity. Corneal edema after cataract surgery can be caused by various factors as mentioned above. There is insufficient information regarding the patients¿ ocular history and detailed events surrounding the occurrence; however increased power application may have contributed to the reported event. Ultrasonic power is a setting controlled and modified by the surgeon, therefore contributor to the event may be surgical technique as well as patient corneal pathology. The system was examined and the reported events (poor phaco, poor cutting) were not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 30, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A complete questionnaire was received. The surgeon stated the handpiece failed to deliver power which prolonged the procedure. The handpiece was exchanged which did not resolve the issue. The patient was put on intensive steroid therapy, both topical and oral.

Manufacturer narrative:
The handpiece was examined. The company representative did not indicate finding any issues that would be associated with the reported event(s). The handpiece was tested and found to meet product specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A doctor reported experiencing poor phacoemulsification and the tip was not cutting effectively during a cataract procedure. The case was completed with an alternate unit. The doctor indicated that he was concerned that the cumulative delivered energy was too high and could cause corneal edema. On post op visit the next morning the patient presented with corneal edema. This is the first of two files. Additional information has been requested.